Event description:
At the beginning of the broaching of the second cup screw, it made a sharp turn and the flexible part was deformed.

Manufacturer narrative:
On (B)(6) 2024 a patient underwent surgery (implantation). While broaching the second screw for the cup, the flexible drill shaft made a sharp turn and an irreversible deformation of the flexible drill shaft ic (ref 02822120) occurred. The surgery was continued and could be finished successfully after a similar drill shaft from a different manufacturer was used. All in all, the flexible drill shaft ic used during the surgery was available. The instrument shows a nearly 90° bending in the flexible part of the drill shaft. After a review of the product and manufacturing documentation, a technical cause that could be traced back to manufacturing problems can be ruled out. The standard surgical techniques and the instructions for use have been checked in terms of content, no errors could be found. Although it is also mentioned in the surgical techniques that the flexible drill shaft ic should not be bent more than 45°, the available product indicates that this has not been followed. The incident can be regarded as a random failure of a component regarding the drill shaft. The drill's deformation could potentially be due to an inadvertent mistake by the user, as the surgeon bent the drill beyond the limits outlined in the surgical procedures, possibly unaware of the correct technique. It is furthermore crucial for medical professionals to strictly adhere to the specified guidelines to ensure the safety and effectiveness of surgical procedures and equipment. This incident was assigned to the error pattern "deformation of the instrument" with the consequence "extension of operation time".